Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed data beginning on (B)(4) 2015. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 45mg/dl with white spots/vision disturbance. Reportedly, the patient did not require third party assistance to treat the low bg and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the low bg was associated with not properly performing the rewind, load, and prime steps. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.